Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, no audio was heard from the speakers. It was observed that the cable of the rear speaker was disconnected. The front speaker was found to be defective. The cable of the rear speaker was reconnected, the front speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over 8 years with no previous reported issues prior to this reported event.

Event description:
.

Manufacturer narrative:
A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event. Corrected service history to eight months with no previous reported issues.

Event description:
It was reported that the speaker is not working. No error codes were displayed on the display. The visual display was working properly. It is unk if the speaker was distorted or completely silent. The unit was unable to engage in monitoring activities. No pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.